Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 05/3/2017 stating that ra undersensing observed, low p-waves/ra intrinsic amplitude noted. Recommend further review by cardiology and possible chest x-ray to determine lead placement. Graphs show atrial burden increase since late (B)(6) 2017. Atrial burden is 48% and did not discuss patient symptoms. The physician was dr. (B)(6) at (B)(6) health system in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).